Event description:
It was reported to MFR that the vns pt's magnet was broken. Further follow up revealed the magnet was no longer working to initiate magnet stimulation. It was also reported that the plastic casing around the magnet was cracked. Good faith attempts to obtain additional info have been unsuccessful to date.